Event description:
The patient experienced shocks and paresthesia when near screening electronic devices. The patient also experienced no normal function of the device when near screening electronic devices. The device was explanted and returned to the manufacturer for analysis.